Manufacturer narrative:
(B)(4). The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
Surgeon observed/stated the femoral head was articulating with the metal acetabular shell, causing metallosis. The patient underwent revision surgery. The acetabular liner was fractured into multiple pieces upon explantation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Concomitant medical products: item: tm modular cup 50mm cluster, catalog #: 00-6202-050-22, lot #: 61105409; item: xlpe 0 degree poly liner 50,52,54x36, catalog #: 00-6305-050-36, lot #: 61100580. DHR-review: ref:00-8775-036-01; lot:2435785. Ordered: 202. Delivered: 210. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to wear / metallosis / liner fracture. Event description: it was reported that the patient underwent initial hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised due to wear, breakage of trilogy liner and metallosis on (B)(6) 2018. Surgeon observed that the femoral head was articulating with the metal acetabular shell, causing metallosis. The acetabular liner was fractured into multiple pieces upon explant. Review of received data: x-ray. Initial pre-op image demonstrates a methylmethacrylate hip spacer in place. The tip is not included. Oblique/lateral pre-revision image demonstrates eccentric position of the femoral head within the cup reflecting wear. Immediate and 3 month post-op views demonstrate anatomic alignment of the arthroplasty components. Alignment on the pre-operative view demonstrates eccentric position of the femoral head. Overall fit and alignment on the post-operative views is anatomic. Bone quality appears mildly osteopenic. Eccentric position of the femoral head on the pre-operative view reflects wear. No abnormal radiolucencies or evidence of component loosening. No signs indicating subsidence, poly wear debris, dissociation of implants, corrosion or osteolysis were identified. No medical data such as surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination (head, shell, liner) was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head. (Taper connection not able to resist the impaction force): not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metallosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head: not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, metallosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear: possible, as metallosis and wear was mentioned in the per and can be seen on the intraoperative pictures. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear: possible, as metallosis and wear was mentioned in the per and can be seen on the intraoperative pictures. Reduced performance of implant, implant breakage, abrasive wear due to aging of material. Possible, as the initial surgery was in 2009 some material degradation cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem: not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Implant breakage, abrasive wear, dissociation, nerve injuries, vascular injuries due to design specification not met (e.g. Head does not provide feedback during assembly onto stem taper): not possible, as the review of the quality records did not indicate any deviations and/or anomalies. Abrasive wear, osteolysis due to design specification not met: not possible, as the review of the quality records did not indicate any deviations and/or anomalies. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup): not possible, as the x-ray review indicates anatomical positioning of the implants. Failure of connection between stem and ball head, implant breakage, corrosion, metallosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper): possible, as no surgical report was provided this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head): possible, as no surgical report was provided this cause cannot be excluded. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity: possible, as relevant medical history and adherence to rehabilitation protocol are unknown. Increased wear due to inadequate handling of the medical device in the or leading to contaminated device (e.g. Foreign particles present in cop and coc pairing postoperatively leading to increased wear): possible, as no surgical report was provided this cause cannot be excluded. Increased wear, damaged implant due to inadequate handling of the medical device in the or leading to damaged device: possible, as no surgical report was provided this cause cannot be excluded. Conclusion summary: from the received intraoperative images the complaint can be confirmed. However, the device was not received; therefore the condition of the device is unknown. Visual evaluation of the received photographs exhibit severe wear and fracture of the polyliner which might have led to the rubbing of the ceramic head to the metal shell which resulted in the black stain marks indicating metallosis. The review of the DHR indicates that the head met all requirements to perform as intended. Moreover, the surface of the head is 100% visually inspected before it is released. The head, shell and the liner are compatible, however the compatibility of the overall construct of the implants cannot be determined due to the insufficient information available for the stem. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The final report of the x-ray review states that initial pre-op image demonstrates a methylmethacrylate hip spacer in place. Oblique/lateral pre-revision image demonstrates eccentric position of the femoral head within the cup reflecting wear. Overall fit and alignment on the post-operative views is anatomic. Bone quality appears mildly osteopenic. No abnormal radiolucencies or evidence of component loosening and no signs indicating subsidence, poly wear debris, dissociation of implants, corrosion or osteolysis were identified. Therefore, based on the given information and the results of the investigation a specific root cause could not be determined for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following case is associated with this event: (B)(4).

Event description:
No event update.